Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device code, investigation findings).

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had low helium alarm during use. Nurse stated the helium tank had been exchanged, however, the pump continued alarming. Nurse confirmed the new tank was fully opened and the correct rubber washer was in place. Image review showed the helium tank at approximately ¾ full, though the icon was red. Nurse preferred not to exchange the pump until the following morning when extra assistance was available. Esp personnel had her disengage the pump from the hospital cart to assess the transport tank. In rescue mode, the helium icon appeared green with no active alarms. The pump was reengaged into the hospital cart and confirmed to be in hybrid mode, functioning appropriately. The low helium alarm had been present for approximately 2 hours prior to the call. Nurse stated she would call esp personnel back with any further issues overnight and would otherwise contact me in the morning to be advised on switching to a different cardiosave. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6). Customer reported a persistent low helium alarm on the cardiosave iabp despite replacement of the helium tank, which was confirmed properly installed and adequately filled. Image review showed ¾ full tank with red indicator. In rescue mode, no alarms were present and the helium indicator was green; in hybrid mode, the device functioned normally. Alarm had been present for 2 hours prior to report. Customer initially deferred pump exchange; later completed exchange with esp guidance successfully and with minimal interruption. Original device sent to biomed for evaluation. No patient harm reported.